Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ga blofen (2000mcg/ml at 239mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient was sent to the emergency room (ER) on (B)(6) 2018 because of withdrawal of baclofen. The pump nurse on call however saw no evidence of withdrawal. No environmental, external, or patient factors were reported to have caused this issue. The pump was interrogated and logs showed a motor stall occurred on (B)(6) 2018 and stopped pump greater than recommended message on (B)(6) 2018. When the patient's pump was interrogated again, it showed pump stall recovered on (B)(6) 2018. The patient had had a refill and an MRI directly after refill on (B)(6) 2018. The nurse was insistent that the patient did not appear to be in withdrawal. A reservoir check on (B)(6) 2018 showed 35ml with an expected residual volume of 34.2ml, well within normal limits. It was suspected that the motor stall was recovered after MRI on (B)(6) 2018, but the recovery message did not make it into the logs. The patient was doing well without signs of withdrawal. There were no further complications reported at this time.